Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, tach pump test and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2021, during a follow up, this 44-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 203/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient had a leak from her cassette during a pd treatment on (B)(6) 2021 (event captured and investigated in file (B)(4)) which was thought to be a potential cause of the infection; however, because the patient has a persisting urinary tract infection (unrelated to pd therapy) and was found to have poor aseptic technique during pd treatments, the root cause could not be determined. The patient was not hospitalized for this event and prescribed oral cefazolin at 500 mg twice a day (duration unknown) and intraperitoneal vancomycin at 1750 mg every three days (duration unknown). The patient is recovering from this event and remains asymptomatic. It could not be confirmed if this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as the leaking cassette was a potential source. The patient continues pd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined as there was no reported source of this infection; however, the potential causes of this infection were reported as non-adherence to aseptic technique during pd therapy, cross contamination from a persisting (B)(6) and/or contamination from a leaking cassette. Non-adherence to aseptic technique during pd is the leading cause of transmission of peritonitis causing pathogens. Additionally, a less common source of infection can be intra-abdominal, particularly in the environment of a preexisting infection. Due to the multiple potential sources, and in the absence of a confirmed root cause of this infection, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source of this patient¿s adverse event. Based on the available information, there was no specific allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) /2021, during a follow up, this (B)(6) female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken on (B)(6) /2021 presented with no growth and a white blood cell (wbc) count of 203/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient had a leak from her cassette during a pd treatment on (B)(6) 2021 (event captured and investigated in file (B)(4) which was thought to be a potential cause of the infection; however, because the patient has a persisting (B)(6) (unrelated to pd therapy) and was found to have poor aseptic technique during pd treatments, the root cause could not be determined. The patient was not hospitalized for this event and prescribed oral (B)(6) at 500 mg twice a day (duration unknown) and intraperitoneal (B)(6) at 1750 mg every three days (duration unknown). The patient is recovering from this event and remains asymptomatic. It could not be confirmed if this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as the leaking cassette was a potential source. The patient continues pd therapy on a newly received liberty select cycler at home following this event.